Manufacturer narrative:
D4 - primary UDI number, h4: corrected. D7a, h3, h6, h7, h9: updated. The suspect pump was returned for evaluation. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed. The alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Event description:
An event involving a cadd pump reported that the downstream occlusion (dso) seal was found open during pre-testing, which could result in improper occlusion detection and allow fluid to enter the pump, potentially leading to therapy interruption. Additionally, pump displayed an error code. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.